Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe pain in the tailbone that runs down to the left leg. The patient was taking medications for the pain.